Event description:
It was reported that the time and date was set incorrectly in the data collection setup of the device. The time and date were corrected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.